Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving appropriate shocks. The patient was found unresponsive and received CPR. Patient was on life support. It was noted that the implantable cardioverter defibrillator exhibited undersensing. The device eventually diagnosed the fibrillation and treated the arrhythmia. The device therapy was turned off per physicians orders. Patient was stable.